Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, diarrhea and turbid effluent. The cause of the peritonitis was not reported. The same day as event onset, the patient presented to the emergency room and was hospitalized for the event. The patient was treated with unspecified antibiotics and was discharged three days after admission. At the time of this report the patient was recovering from the peritonitis and antibiotic therapy was ongoing. Physioneal and extraneal therapies were ongoing. No additional information is available as the reporter declined for further follow up information.